Event description:
It was reported the pace and sense lights will stay or come on when device is off. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) screw worked loose and was intermittently hitting a capacitor. Analysis also found the upper case, lower case, side bail covers, and battery drawer are broken. Battery release, ring cover, lead flex cover and keyboard are contaminated. One case screw is missing and battery contacts are compressed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.